Manufacturer narrative:
Spacelabs investigation found no failure. The ics database and xhibit logs were analyzed. The investigation found patient was not connected to spacelabs monitoring equipment. The hospital staff originally reported the deceased patient was connected to device 1421t but the presence of waveforms during and after the time the deceased patient was found suggests this device was connected to a different patient. On (B)(6) 2021, the database backup shows there were 12 patients admitted to the 7 blum telemetry unit when the deceased patient was found. Each of these patient records were reviewed and there is no evidence that any expired while connected to the spacelabs monitoring equipment. The fse went on-site attempted to test all products which was not possible, as the device was unknown. This report is complete, and this issue is considered closed. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021 a failure to alarms on the monitor system.